Event description:
It was reported that the pump's usb port was bent, affecting the ability to charge the pump and causing it to shut down. There was no reported adverse impact to the customer's blood glucose level. The customer will use multiple daily injections as backup therapy while awaiting a replacement pump with updated software, which was arranged by technical support.